Manufacturer narrative:
Additional information: describe event or problem and relevant tests/lab data. The patient was hospitalized on an unreported date the month following the event onset. On an unknown date the following month, the patient was discharged from the hospital. On an unreported date, the patient¿s catheter was removed and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment for the event and patient outcome were not reported. The caregiver reported ¿they will be returning to hemodialysis¿. No additional information is available.